Event description:
A distributor reported that during an arthroscopic procedure, the physician (B)(6)) was reportedly utilizing a dyonics rf-s whirlwind 90 degree probe. Intra-operative, the physician reported the handle of the wand became excessively hot, nearly burning the physician's hand. The physician was forced to retrieve a new wand to complete the procedure. No pt or user complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the u.s., due to international privacy laws, the pt info is not provided.